Event description:
An electromechanical ambulatory infusion pump, returned to mckinley medical for routine services, had an inoperative door-open alert. The malfunction was observed by a mckinley service technician.